Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated that there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised items were not returned for examination and the items & lot number were not provided. To adequately investigate this event, the part and lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient presented at the hospital with a dislocated hip. Unfortunately we do not have any patient records for the patient as their hip was done over 20 years ago. Patient only knew that surgeon had done his hip replacement surgery. They didn't know when it was done so tracking implants was impossible surgeon elected to remove the djo cup and liner and replace with another company product. We replaced the 28mm head with a new djo 28mm head.